Event description:
It was reported that the insulin pump button got stucked and motor error. Customer's blood glucose was 155 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, restart error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test. No motor error alarm was noted. No unexpected low battery alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.